Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed which hindered users from accessing the medication. A field service engineer resolved the issue by replacing the retractor band for the faulty drawer and rebooted the station. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system had a failed drawer 3.2 on the main unit. Additionally, cubies within that drawer also failed. The customer stated this malfunction occurred when user trying to issue medication to the patient but confirmed that no patient or harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA: 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from 06-dec-2022 to 05- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer and cubie failed. A filed service engineer replaced the retractor band for the faulty drawer and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system had a failed drawer 3.2 on the main unit. Additionally, cubies within that drawer also failed. The customer stated this malfunction occurred when user trying to issue medication to the patient but confirmed that no patient or harm. There were no adverse events or injuries reported based on this event.